Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The balloon pump had been alarming "gas loss" the previous evening; however, no problem could be found and there was no blood in the tubing. This continued throughout the evening and none of the staff could find any problems. The balloon pump console was changed out because it was though that the equipment was alarming erroneously. Later, blood was noted in the gas delivery line and the surgeon was notified. The balloon catheter was removed and a clot was found in the balloon membrane. Infection was also evident. The wound looked clean and the balloon was pulled out. The pt is stable and maintaining adequate blood pressure without the iab. On 8/27/97, datascope was notified that the iab was probably discarded by the facility and would not be returned for evaluation. Event complications: the pt had an infection - rpt'd 5/20/97. Pt current status: stable - rpt'd 5/20/97.